Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported repeated error 297s. The customer attempted multiple power cycles, including a hard power cycle, but the error persisted. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse corrected the reported problem without requiring any part replacements. Following service, the fse was able to resolve issue by p11c reprogramming. The system was tested and verified as ready for use. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 297 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue was resolved by p11c reprogramming.